Manufacturer narrative:
Subsequent information indicates that the device has been explanted. As of today, the device has not been returned for analysis. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that the local field representative (fr) requested a longevity estimate for this cardiac resynchronization therapy-defibrillator (crt-d). The fr did not know when the device declared a battery status of middle of life 2 (mol2). A technical services (ts) consultant advised that, in the absence of that knowledge, the patient should be follow with monthly device checks. No adverse patient effects were reported. The device is a part of the shortened replacement window (srw) advisory.

Manufacturer narrative:
The device remains in service. As of today, no additional information is available. Should additional information become available, this report will be updated.